Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that experienced pocket infection. There were no additional adverse effects reported. The patient was to be evaluated in the near future. Additional information was received that this patient was re-evaluated and there were no further signs of infection. The physician was happy with the wound and does not plan to explant. The physician plans to continue routine follow-up. This product remains in-service.